Event description:
On (B)(4) 2012, the patient reported that on (B)(6) 2012 the date on the pump was incorrect and that the pump delivered multiple 0.0 unit boluses without user intervention. She said that she felt the pump vibrate at the time of each bolus and saw that the bolus was subsequently cancelled. She stated that the meter remote (mr) was nearby at the time, it was not near any other electronic devices or magnets, and had not been exposed to x-ray, CT scan, or magnets. The patient said that she did not get any text messages or calls on her cell phone at the time of the 0.0 unit boluses. It was noted that her cell phone was in her pants pocket and the pump was attached to her waist with low profile clip. She reported that the buttons on the pump responded normally when pressed. During review of the pump, the patient stated that the pump displayed an incorrect date. The patient said that she rebooted the pump on (B)(6) 2012, verified that the time was correct but that the date reverted to 02/01/2012. She said that she the correct date of (B)(6) 2012 could not be maintained at that time. At the time of the contact with customer support a family member rebooted the pump and said that the time and date reset to default settings. According to the patient, the bolus history on the date of (B)(6) 2012 (the correct date was said to be (B)(6) 2012) showed the following boluses that the patient alleged she did not program or deliver: at 1:37pm 0 of 0 units completed by (B)(6); at 1:37pm 0 of 0 units cancelled by (B)(6); at 1:38pm 0 of 0 units cancelled by (B)(6); at 1:38pm 0 of 0 units completed by (B)(6); at 1:38pm 0 of 0 units cancelled by (B)(6); and at 2:24pm 1.45 of 2.45 units cancelled by pump (not mentioned by the patient originally). The patient stated that she discontinued use of the pump at 2:30pm. No blood glucose excursions were reported as a result of these issues. This complaint is being reported based on the following conclusions: the pump allegedly delivered and/or cancelled boluses from the pump and the meter remote without user intervention. In addition, the pump was apparently unable to be programmed for the correct date on (B)(6) 2012. These issues were not resolved at the time of the call.

Manufacturer narrative:
Follow-up #1 06/06/2012-device evaluation: the pump and meter remote were returned and evaluated by product analysis on 05/30/2012 and (B)(4) 2012 respectively with the following findings: the meter remote paired with a test pump and was exercised for 24 hours without unprogrammed boluses occurring. Boluses were performed from the meter remote successfully and were accurately recorded into the pump history. The pump history showed that zero unit boluses had occurred. The pump was exercised for 24 hours with no zero unit boluses occurring. Three boluses were programmed successfully and were recorded in the pump history appropriately. Unrelated to the complaint, the display screen was found to be faded and discolored. Also unrelated, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Also unrelated, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.